Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that functionally, the handle was opened up and the battery was found to be vented. Visual inspection noted that there was contamination on the charging contacts. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during loading the loading unit into the adapter, it could not be connected, there was protrusion at the proximal part of the reload was found to be rotated. A new reload was used to resolve the issue.